Event description:
Caller reports no stimulation sensation and pt feels like he should be getting better relief. Pt states he thinks he needs more tweeking of the programming. He has met with the rep in the past for further programming adjustment. Pt states he is getting good relief during the day, his incontinence has pretty much "stopped" most of the time during the day. Pt states depends pads can still be damp during the day but he has lost the "urge" sensation. Pt is stating during the night he isn't getting up at night but in the morning when he goes he has a strong stream. What is the patient location home. Reviewed reprogramming stimulation to address stimulation needs. Pt is on prog 1 @ 1.0v. Confirmed ins is on, had pt increase stim to see if he could feel any stimulation. Pt increased to 1.4v and started feeling a "warm" sensation. Pt increased to 1.5v and warm sensation still present. Pt is going to try at this setting for next few days to see how it controls his symptoms. Patient has concerns and is working with hcp. On appt. Additional information stated the patient never had therapeutic effect and had ¿given up¿ on the device and had frustrations. It was noted the trial worked ¿pretty good¿ but once he was implanted ¿it never really worked.¿ it was stated the patient met with his doctor a couple months prior to report.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va01r13, implanted: 2012-(B)(6), product type lead. (B)(4).